Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a cylinder leak. The device was removed and a new ipp implanted. There were no patient complications. The explanted components are expected for return.

Manufacturer narrative:
This report is being submitted to inform that this the previous reports were found to be submitted in duplicate to a previous report with MFR# 2183959-2019-00021, boston scientific reference #(B)(4). Any future updates will be provided as part of that report. Product investigation: the complaint component was returned and analyzed, and the reported allegation of a cylinder fluid leak was confirmed via product analysis. The ams 700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear at the corner of a fold with avulsion. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder failure. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegation could be traced to a component failure during product analysis. Based on the outcome of this investigation, no escalation to ncep/CAPA/scar is required.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of a cylinder fluid leak was confirmed via product analysis. The ams 700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear at the corner of a fold with avulsion. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder failure. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegation could be traced to a component failure during product analysis. Based on the outcome of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a cylinder leak. The device was removed and a new ipp implanted. There were no patient complications. The explanted components are expected for return.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a cylinder leak. The device was removed and a new ipp implanted. There were no patient complications. The explanted components are expected for return.